Event description:
The business partner reported a complaint that the thermogard xp ivtm system (B)(6) displayed a mid:26 (low battery) error and prompted to "power off and restart; contact your ivtm service representative if the problem persists" during the device check. No patient involvement.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.